Manufacturer narrative:
Initial reporter phone #: (B)(6). Two customer samples were tested for leakage with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4329709. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while using the 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing the customer noted leakage between the connection of the wing and the holder. There was a crack in the tubing causing the leak and resultant blood flow during sampling. No injury or medical intervention.